Manufacturer narrative:
Concomitant medical products: blood administration tubing set (y tubing). The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested, no patient demographics provided.

Event description:
It was reported that there was an under infusion caused by a concurrent flow of two infusions. Igg and normal saline (500 ml) were infusing via a blood administration set (y tubing). The normal saline was intended to be administered as a pre/post fluid bolus to the igg infusion. It was reported that the clamp of the blood administration set failed to stop the fluid from draining from the normal saline bag during the igg infusion. The igg began at approximately 1300 and was ordered to infuse over 5 hours. At 1700, it was noted that the igg bottle was "half full" and the normal saline bag was only "1/3 full" when it was expected to be "half full." Per the reporter, it was believed that a vacuum was created in the igg while infusing and the normal saline was pulled down into the drip chamber of the tubing and back up into the igg bottle. As a result, the igg infusion took three hours longer than expected to infuse. It was reported that the pump failed to alarm for increasing pressure in the igg infusion bottle.

Manufacturer narrative:
Investigation conclusion: the customer¿s reported issue of under infusion of two concurrent infusions was not replicated during testing of the returned pump module. The customer¿s reported issue of the pump module failed to alarm for increased pressure in the infusion bottle was not replicated. The disposable tubing was not returned for investigation. No errors or malfunctions were recorded in the pcu or pump module error logs on the last day use on 27jul2020. The pcu device logs showed that the pump module was not programmed on the customer reported date of 12aug2020. Review of the pcu and pump module event logs showed no programming errors that would have contributed to the customers issue of under infusion. The pump module event log observed more than 24 occluded fluid side alarms occurring on 27jul2020. Functional testing performed on the returned pump module observed no anomalies or malfunctions and was found to be in specification for rate accuracy. Asm testing showed the pump module pressure system working as expected. The pump infusion blood set (2477-0007) was not received for this investigation. The pump infusion blood set (2477-0007) is a non-vented drip chamber and is not recommended to be used with non-collapsible containers (glass and semi-rigid plastic). If a bottle is used as the secondary container, concurrent primary flow may occur if the bottle is inadequately vented. Internal inspection found no anomalies with the pump module. The device was being used for treatment purposes. Device inspection: the pump module was received with instrument seal intact. The right (male) iui was observed with corrosion. The door latch spring was observed to be broken and the door was observed with damage at the spring location. This issue is noted as an incidental finding. No anomalies were observed with any of the electrical or mechanical components. The above noted damage would not contribute to the customers reported complaint. Root cause analysis: the root cause of the customer¿s report of under infusion was not determined. The root cause of the customer¿s report that the pump failed to alarm for increased pressure in the infusion bottle was not determined. The pump module pressure system was observed working as intended. Device history review: review of the source device service history record showed the device had a manufacture date of 08may2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 13oct2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that there was an under infusion caused by a concurrent flow of two infusions. Igg, flebogamma 10% (20g/20ml), and normal saline (500 ml) were infusing via a blood administration set (y tubing). The normal saline was intended to be administered as a pre/post fluid bolus to the flebogamma infusion; 250 ml before the igg administration and 250 ml after the igg administration. It was reported that the clamp of the blood administration set failed to stop the fluid from draining from the normal saline bag during the flebogamma infusion. The ordered dose of flebogamma was 20g/20ml. The ordered rate was to begin at 20.5 ml/hr for 1 hour, then to increase to 41 ml/hr until completion. The flebogamma infusion began at approximately 1300 and was ordered to infuse over 5 hours. At 1700, it was noted that the flebogamma bottle was "half full" and the normal saline bag was only "1/3 full" when it was expected to be "half full." Per the reporter, it was believed that a vacuum was created in the flebogamma bottle while infusing and the normal saline was pulled down into the drip chamber of the tubing and back up into the flebogamma bottle. As a result, the flebogamma infusion took three hours longer than expected to infuse. It was reported that the pump failed to alarm for increasing pressure in the flebogamma infusion bottle. There was no patient harm, but as a result of the incident the hospitalization was prolonged. The patient was discharged at midnight, instead of the expected discharge time of 1700.

Manufacturer narrative:
Correction: b1, h1. Additional information: b2, b5, a1, a2, a3, a4, b7, g3 (report source).

Event description:
It was reported that there was an under infusion caused by a concurrent flow of two infusions. Igg, flebogamma 10% (20g/20ml), and normal saline (500 ml) were infusing via a blood administration set (y tubing). The normal saline was intended to be administered as a pre/post fluid bolus to the flebogamma infusion; 250 ml before the igg administration and 250 ml after the igg administration. It was reported that the clamp of the blood administration set failed to stop the fluid from draining from the normal saline bag during the flebogamma infusion. The ordered dose of flebogamma was 20g/20ml. The ordered rate was to begin at 20.5 ml/hr for 1 hour, then to increase to 41 ml/hr until completion. The flebogamma infusion began at approximately 1300 and was ordered to infuse over 5 hours. At 1700, it was noted that the flebogamma bottle was "half full" and the normal saline bag was only "1/3 full" when it was expected to be "half full." Per the reporter, it was believed that a vacuum was created in the flebogamma bottle while infusing and the normal saline was pulled down into the drip chamber of the tubing and back up into the flebogamma bottle. As a result, the flebogamma infusion took three hours longer than expected to infuse. It was reported that the pump failed to alarm for increasing pressure in the flebogamma infusion bottle. There was no patient harm, but as a result of the incident the hospitalization was prolonged. The patient was discharged at midnight, instead of the expected discharge time of 1700.